Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the peritonitis were not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, daniel therapy was discontinued, pd catheter was to be removed and the patient was reportedly to be transferred to hemodialysis for one month and then pd catheter will be reinserted. At the time of the report, the patient was not recovered from the event. No additional information is available.